Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level was 46mg/dl. The customer states their meter was giving them wrong readings. The customer was treated for the lows at the hospital. Troubleshoot was conducted. The customer was advised of discontinued meter and advised on updated meter.